Event description:
During the robotic procedure the surgeon was manipulating the arms of the robot and the camera arm bumped arm 1 that held the davinci cadiere forcep. The wrist on the cadiere forcep would no longer manipulate. The trocar was stuck on the arm.